Event description:
It was reported that a pericardial effusion (pe) and cardiac tamponade occurred. During an atrial fibrillation procedure, a versacross access solution was selected for use. The transseptal puncture was performed. During left atrium mapping, an intellamap orion catheter went into left atrial appendage (laa). The ablation lasted 20 minutes, during which the patient's blood pressure dropped significantly, and a pericardial effusion was confirmed. The patient underwent pericardiocentesis, successfully resolving the issue. The patient left the operating room in good condition and alert. No further complications were reported, and the patient was admitted to the hospital for full recovery. Act was in 340s. No tsp difficulty or malfunction noted. The patient had been discharged. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.